Event description:
This report is based on information provided by local philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips m3713a multifunction adult/child electrode pads plus indicating that pads manufactured in 2022 seem to be stickier than usual. The customer reported that pads were being applied to a patient prior to surgery. The nurses were concerned that there may be a problem with the pads and noted that the adhesive left residue on the skin that was difficult to remove. There was reportedly no patient harm. The pads (lot 030922-06) were returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the pads gel was melted, which made the pads difficult to remove from the liners. The pads were tested and confirmed to successfully deliver shocks. Based on the information available and the testing conducted, the cause of the reported problem was melted pads gel. The reported problem was confirmed. Based on the information available and results of additional analysis, further action has been initiated. The customer utilized a different set of pads to resolve the issue. Further action has been initiated. If additional information is received the complaint file will be reopened.